Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range, causing the customer to experience a low blood glucose (bg) level (50-152 mg/dl). The customer declined to provide further information or troubleshoot with tandem technical support.